Manufacturer narrative:
A ge service representative performed an on site investigation. The smps power supply was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently was not exposing and not booting up. There is no report of patient injury associated with this event.